Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: pediatr neurosurg 2010;46:19-24 ; doi:10.1159/000314053.

Event description:
It was reported in a journal article that the patient underwent cerebrospinal fluid shunting procedure on unknown date between 4/2005 and 12/2006 and suture was used. Suture was used for closure of the galea and fascia. Post operatively, the patient experienced ventriculoperitoneal shunt infection. The patient experienced pleural effusion and subsequent chest tube placement. Additional information will be requested.